Event description:
It was reported the device was used during a lobectomy procedure. It was reported by the affiliate that the device would not fire. The firing knob would not move. There was no patient consequence.